Event description:
Pt currently uses a paradigm 512 insulin pump made by medtronic. They have had problems wtih the test srips, the pump itself, and now the infusion set, all within the last 5 months. The current problem was with the infusion set; their blood sugar @ 2:00 am was 125. When they woke up their pump alarm was going off saying that it was not delivering insulin, their number at that time was 315. The night before they had changed their infusion set around 11:00 pm. They had to use three different sets until one managed to stay, that was three needles into their stomach, reporter tested pt at 2:00 to make sure it was ok, by 8 am it was not. Reporter called the co and they said they knew there were problems with the sets and that a letter would be coming out -- "when after someone's in a coma." When reporter asked if pt could have the infusion set they usually got they said it was no longer available -they sent different infusion sets than they usually get and pt has complained about them, but until now there was not a life threatening problem.- the problem with the pump itself was it just shut down twice and would not restart, the co made pt send it back and they sent pt a new one. The test strips were defective and reporter called to tell them that. They said there was no problem with them and that they were doing it wrong, about a month later rptr got a letter that the co was recalling the test strips. Pt's poor fingers looked so bad from all the times they had to test to finally get a strip that would work.